Manufacturer narrative:
Corrected data patient weight has been added that was inadvertently omitted.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient ipg was deemed inoperable due to frequent recharging. As a result, the patient underwent surgical intervention on (B)(6) 2019 , wherein the ipg was explanted and replaced. Effective therapy was established, post-operatively.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it was not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.